Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted for pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the axios stent did not open, and the procedure was not completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter facility address: (B)(6). Block h6: imdrf impact code f1001 captures the reportable event of the case was cancelled post sedation. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found the stent fully covered and undeployed. Functional inspection was performed by sliding the catheter lock to the right to unlock the catheter, then the catheter control hub was moved up and down. The catheter passed through the luer without resistance. The stent hub was then moved down to the second and fourth position, and the stent was deployed. After deployment the stent presented slow expansion. No other problems were noted with the stent and delivery system. Product analysis did not confirm the reported event of stent failure to deploy. Taking all available information into consideration, the investigation concluded that there is not enough evidence to establish the cause of the investigation finding of stent slow expansion. There is no indication of what the customer reported because the stent was deployed during functional test. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted for pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the axios stent did not open, and the procedure was not completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter facility address: (B)(6). Block h6: imdrf impact code f1001 captures the reportable event of the case was cancelled post sedation.